Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6. . Of this MDR report. The report that the pc unit had error code 133.6090 was confirmed and replicated during the laboratory testing. The suspect pcu was powered on in the ¿as-received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pc unit twenty (20) times in the ¿as-received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning test was interrupted as the ac indicator light was observed off while the pcu was still connected to ac power. The pcu was disconnected and connected back to ac power, the ac indicator light was observed off. The power supply board was removed and temporarily replaced with a known good power supply for testing purposes only. The pcu was connected to ac power and the ac indicator light was observed on. The pcu was then powered on and immediately alarmed for error code 133.6090 (main speaker failure). The main speaker was removed and temporarily replaced with a known good main speaker for testing purposes only. The pcu was powered on and immediately alarmed for error code 133.6090 (main speaker). The logic board was then removed and temporarily replaced with a known good logic board for testing purposes only and the pcu was powered on. No errors or anomalies were observed. The suspect logic board installed, and the error code 133.6090 reoccurred immediately after power on self-test (post) sequence. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A review of the error log was performed, and one (1) error code 133.6090 (main speaker failure) was noted on the reported date (B)(6) 2025, at 12:11 pm. The event log showed that the system alarmed for error code 133.6090 immediately after power on self-test (post) sequence every time the error code was recorded. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the logic board as it was observed to be faulty. Please replace the power supply board as it was observed with flux residue. Please ensure proper assembly and re-torque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.